Event description:
Nurse was preparing to spike a bag of fluid. Took IV line out of package and pulled on it to straighten it out. Tubing came out of the bottom of the cassette. Tubing was not secured at the cassette bottom.